Event description:
Alleged when he raises the head section, at a certain point the head will stop raising and will reverse itself while he still has the head up switch pressed.

Manufacturer narrative:
Repairs have not been completed.